Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the testing instrument in question on 13feb2019, and no errors we noted. The internal immucor record number for this report is (B)(4).

Event description:
On (B)(6) 2019, a customer site reported an abo mistype when tested on a galileo neo instrument, when tested on 23jan2019.